Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing of the p waves with erroneous atrial pacing on the current electrogram. It was noted that the patient was experiencing an atrial arrhythmia. The atrial lead remains in use. No patient complications have been reported as a result of this event.